Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother reported the cgm alarmed for ¿severe low¿ on (B)(6) 2019 before midnight. The cgm displayed 68 mg/dl with two arrows pointing down and displayed a message ¿20 minutes left to reach 55 mg/dl¿. She gave the patient juice and checked his bg which was 181 mg/dl. After she checked the patient¿s bg, she checked the cgm but there were no readings. She stated that the cgm did not provide readings for over 2 hours. It started working again sometime during the night. She called children¿s hospital to ask what she needed to do, and they recommended that she recheck the patient¿s bg at 3:00 am. When she checked his bg at 3:00 am, his bg was 330 mg/dl and she treated him with insulin. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.